Manufacturer narrative:
Analysis determined the white, chalky foreign material on the surface of the ins can was calcium phosphate and calcium carbonate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, product type: accessory. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# lb0223, implanted: (B)(6) 2002, product type: lead. (B)(4)

Event description:
The manufacturer representative reported that during a routine implantable neurostimulator (ins) replacement due to normal nine year depletion, upon entering the pocket, they noticed a white, milky-type substance in the pocket and on the ins. The pocket did not look infectious. The manufacturer representative described the look of the substance as corrosion. It was noted that therapy had been good.